Event description:
Same case as: 2134265-2014-02205 and 2134265-2014-02278. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. During preparation on a system testing, motor drive unit pullback failure occurred. There was no patient involvement. Thus, no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: product is not available for evaluation; therefore, product inspection cannot be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).